Manufacturer narrative:
The actual samples were not available; however, twenty-six unopened (26) samples and two (2) opened samples were received for evaluation. Visual inspection performed on all twenty-eight (28) received samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on one sample by filling the bag with water, and revealed a leak at the spike port cap. The reported condition was verified for one companion sample. The cause of the condition was not determined. To address this issue, the supplier of the component has been notified of the condition. The reported condition was not verified for the remaining twenty-seven (27) samples. A batch review was performed and identified that during manufacturing, a leak test had failed due to poor placement of the spike port. All affected units were scrapped and the lot was released per procedure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) exactamix 2000 ml eva tpn bags were leaking around the middle port. This was noted before patient use. There was no patient involvement. No additional information is available.